Event description:
The customer observed a false non-reactive architect anti-hbc ii result for one patient sample. The following data was provided: (B)(6) 2023, sample ID (B)(6), initial result = 0.92 s/co, repeat = 7.14 s/co, and 6.89 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Manufacturer narrative:
The complaint investigation for false non-reactive architect anti-hbc ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit, and in house sensitivity testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicated the reagent lot is performing as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with lot 44396be00 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not impacted. Labeling was reviewed and found to adequately address the issue under review. Based on this investigation, no systemic issue or deficiency with the architect anti-hbc ii reagent lot 44396be00, was identified.

Event description:
The customer observed a false non-reactive architect anti-hbc ii result for one patient sample. The following data was provided: 18feb2023 sample ID (B)(6). Initial result = 0.92 s/co, repeat = 7.14 s/co, and 6.89 s/co no impact to patient management was reported.